Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effect of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), causing recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4 with p2 leaflet flail. The physician stated that the transseptal puncture may have been too anterior, because during the procedure they had a severe aortic hugger and not enough height to compensate for it. Nevertheless, the leaflet insertion was done in all transesophageal echocardiogram (tee) planes and was satisfactory. One clip was implanted, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient returned with recurrent mr of grade 3-4 and dyspnea nyha 3. Tee showed single leaflet device attachment (slda). The clip had detached from the anterior leaflet. In the physician¿s opinion, the flail gap was not measured, but it could be a reason for the slda. No exact date was determined for intervention. No additional information was provided.